Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse performed preventative maintenance. The fse adjusted reagent probes 1, 2 and 3, ancillary probe and sample probe. The fse checked aspiration probes and acid/base dispense, resulting within specifications. The fse checked sample pressure and voltage, resulting within range. The fse performed a luminometer dark count test, resulting within specifications. No further issues occurred related to this event. The cause of the discordant, falsely depressed cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cardiac troponin result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample, on the same advia centaur xp instrument resulting higher. The customer re-centrifuged the same sample and repeated the sample twice, both resulting higher than the initial. It is unknown which repeat result was released to the physician(s) on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cardiac troponin result.